Manufacturer narrative:
(B)(4). Upon further investigation by baxter this incident has been determined to be a reportable malfunction, not a reportable serious injury.

Manufacturer narrative:
(B)(4). This report for air in tubing was not confirmed due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of this report was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, the pdrn was contacted and she reported that the patient was hospitalized on an unknown date in (B)(6) 2011. She reported that his admitting diagnosis was copd. She stated that his condition was not related to any baxter product or pd therapy, but was related to the patient's non-compliance with medical therapy for his copd. She reported that the copd was a pre-existing condition that the patient had prior to starting pd therapy. She also reported that the patient has a history of untreated bipolar disorder. She stated that the patient is no longer on pd therapy and that on an unknown date the patient started inpatient hemodialysis. No further information was available.

Event description:
The home patient (hp) contacted baxter?s technical service center regarding air in the patient line which occurred on the homechoice (hc) during initial drain. The hp requested to start over with new supplies, but needed assistance ending therapy. The baxter technical service representative (tsr) assisted the hp to end therapy. The hp confirmed to start over with new supplies. The solution to this issue was provided over the phone and swap of the device was not necessary. On (B)(4) 2011, product surveillance spoke with the hp who stated he was in the hospital. The hp stated that he had problems with the initial drain twice the night of this report. The hp further indicated he was hospitalized because he almost died. The hp stated that nothing unusual was noted with the supplies, and the machine was working fine. On (B)(4) 2011, a baxter global pharmacovigilance (gpv) specialist spoke with the hp's dialysis nurse who reported the hp was admitted to the hospital (B)(6) 2011 with respiratory problems. A diagnosis and recovery status of the patient were unknown. No further information is available at this time.